Manufacturer narrative:
The event occurred in a foreign country.

Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 1.5 mmol/l and 3.5 mmol/l on the compact plus system. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.